Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 07.08.2020: lot 171809: (B)(4) items manufactured and released on 12-jun-2017. Expiration date: 2022-06-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional items involved in the event, batch review performed on 07.08.2020: gmk-sphere 02.07.1205l tibial tray fixed cemented size 5 l (k090988) lot. 170430. Lot 170430: (B)(4) items manufactured and released on 20-jun-2017. Expiration date: 2022-06-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one other similar reported event. Gmk-sphere 02.07.0036rp patella resurfacing size 4 (k113571) lot. 162488. Lot 162488: (B)(4) items manufactured and released on 28-jun-2016. Expiration date: 2021-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one other similar reported event. Gmk-sphere 02.07.f11030 primary extension stem ø11mm / l 30 mm (k133630) lot. 175532. Lot 175532: (B)(4) items manufactured and released on 24-oct-2017. Expiration date: 2022-10-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.12.0512fl tibial insert fixed sphere flex #5/12 mm l (k121416) lot. 1811464. Lot 1811464: (B)(4) items manufactured and released on 28-mar-2019. Expiration date: 2024-03-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in after 5 months from the last revision surgery due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and removed all components and implanted new components the surgery was completed successfully. This patient had 2 revision surgery previously due to an infection where only the insert was swapped (for both cases). This revision surgery happened 2 years and 7 months after primary surgery.